Manufacturer narrative:
No product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that the needle detached while the healthcare provider pushed the medication. More than half of the medication was wasted as a result. There were no patient harms or adverse events reported as a result of the event.